Event description:
On (B)(6) 2014, it was reported that the study patient was seen for bruising and swelling around the generator area. The surgeon decided to admit the patient for surgery the next day to open and remove any clots within the tissue around the generator area. On (B)(6) 2014, the patient was admitted for surgery. During surgery the anchors for a new lead were used but not a new lead itself. It was reported that the hematoma was on the left side of the chest around the implant area and began on (B)(6) 2014. It was severe and possibly related to the implant, not to stimulation. There was not change to treatment but they added medication. It was later reported that both the patient¿s parents and the patient denied the occurrence of any trauma or manipulation. The physician stated that there was no relationship to vns and that it was possibly related to elevated ptt count.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not include this information.

Manufacturer narrative:
.

Event description:
It was reported that the hamatoma resolved by (B)(6) 2014.

Event description:
The study patient¿s discharge summary was received clarifying that the patient underwent surgery on (B)(6) 2014 for evacuation of postoperative axillary hematoma that resulted from tunneling of the lead to the generator site. The patient tolerated the procedure well and postoperatively had no evidence of swelling, bleeding, or infection. The patient was discharged the same day. Hematology was consulted to review the patient¿s abnormal platelet tests. The blood bank confirmed that the patient¿s platelet count was normal. Additionally, the patient had normal coagulation with tests showing normal factor levels, function, and no presence of inhibitors. The most common cause would be nsaid related though the patient denies taking this medication. The most likely source of the patient¿s decreased platelet aggregation is effect from chronic use of medication. It seems the issue developed in the setting of coagulation stress such as his recent surgery.